Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation using a polarxfit catheter the patient experienced blood in the throat from a likely pulmonary edema. About 5cc of blood was removed from the patient's throat. The patient was treated with lasix and oxygen and was hospitalized overnight for observation. The patient was discharged the next day and was expected to fully recover. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.